Event description:
The customer reported intermittent lock-up of the cine functionality. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys image and cine image drives were reformatted and the software and calibration files were reloaded. The sys was then found to be operating as intended.